Manufacturer narrative:
The reported events were failure to advance catheter and helix mechanism issue. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of failure to advance catheter was not confirmed. The lead was able to be fully inserted into the catheter and removed without restriction/ obstruction.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left bundle branch (lbb) lead failed to advance, and the lead helix could not be retracted. The lead was not used and replaced during the procedure. There were no patient consequences.